Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the high voltage module was replaced and scrapped at the customers facility. The device will not be returning to zoll.

Manufacturer narrative:
The high voltage module was returned to zoll medical corporation for evaluation. The malfunction was attributed to a damaged trace from foreign material on the high voltage module. The module was deemed unrepairable and was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 78" message. Complainant indicated that there was no patient involvement in the reported malfunction.